Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele, rectocele, uterine prolapse, weakened pubocervical fascia and stress urinary incontinence with concurrent uterine suspension and posterior colporrhaphy with perineorrhaphy. It was also reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and recurrence. It was further reported that patient underwent mesh revision/removal on (B)(6) 2011 and a monarc product was implanted. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.